Event description:
It was reported that balloon rupture occurred. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon and shaft. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a tear in the balloon material located 10mm from the tip of the device. Inspection of the rest of the device found no other damage or defect.